Event description:
Additional information noted the patient was diabetic. It was stated the patient had central tremors. It was stated the patient had a clinical trial done in (B)(6). It was stated the patient only felt relief intermittently. It was stated the device was not working as well as it did in the trial. It was noted the patient was on 60 grams of morphine and also hydrocodone. Additional info stated that stimulation could not be captured. It was stated the patient had a ¿choking and zapping sensations in different locations.¿ it was stated the issue was related to the implant procedure and possibly related to the device or therapy. The etiology was lead 1 (lot # v979757011). The patient symptoms were of moderate severity. It was stated the patient was not ¿feeling right¿ on (B)(6) and the x-ray also showed the leads were too far apart. It was stated the implantable neurostimulator (ins) was determined to be ¿defective.¿ information from health care provider suggests that only leads were replaced, not ins. It was noted the reason for the fused vertebrae was because the patient broke their neck.

Event description:
It was reported that stimulation in the desired location (right arm) was intermittent. When the patient felt successful stimulation in the correct location she would feel a brief 'zap.' The patient mainly felt stimulation in the wrong location and stated 'if I crank it up pretty high my ears start ringing;' she would also feel stimulation in her neck as if being 'choked.' The patient also felt stimulation in her elbow and the front of her throat. It never went down to her shoulder, neck, or arms. It was indicated she should feel stimulation in her 'c7' in her right arm going down her arm into her thumb and forefinger and her 't8 nerve root' on her left arm. There was a pinched nerve around t8 and her spine was fused from her 'c2 to c7' and she had two plates and eight screws. The physician told the patient the leads were implanted too high. The patient did 'somersaults across the lawn yesterday' and also worked in her garden and ran 'six to seven miles' to see if she could 'scooch the leads down.' The patient stated she was doing everything she wasn't supposed to be doing, in order to move her leads but 'none of them are working.' The patient experienced acute pain and had to go to the emergency room last monday due to uncontrolled vomiting because of severe pain. While the patient was at the hospital 'all weekend long' she indicated the physician 'had her hanging over the bed on her stomach' on her back stretching over and moving around to 'try and move the leads because it was too high.' It was noted she could not tolerate the pain medication her physician gave her and had only been taking tylenol to manage her pain. Manufacturer representatives had reprogrammed the ins from 'a through e' without success. It was also noted that the patient's local anesthetic wore off during implant surgery and she could "feel every stitch". Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation. It was noted a week and a half prior the patient turned left or right and got ¿zapped.¿ stimulation was at 4.5 and it was noted the patient could not have it any higher because it was painful. It was reported the adverse event was stimulation could not be captured and device event was not applicable was noted. It was noted it was possibly related to the device or therapy and noted as related to implant procedure. It was reported the adverse event was ineffective stimulation due to the lead being implant too high.

Event description:
Additional information received attributed that ineffective stimulation due to the lead being implanted too high. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated a small break in the insulation of the ¿catheter¿ was detected and the ¿catheter" had to be replaced. It was unclear if the healthcare provider was actually referring to the patient¿s lead since the serial number of the lead was reported along with this complaint.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported imaging taken on (B)(6) 2013 revealed lead migration. A revision was performed on (B)(4) 2013 and the leads were pulled more "caudid". The implantable neurostimulator was also moved down for better results. It was noted that the patient did not require hospitalization. There was no injury and the patient recovered without sequela. It was also reported the patient was still having concerns regarding her device or therapy but was working with her physician or manufacturer representative.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a "total revision." It was noted that the wires could not be repositioned and had to be removed because of "nick" in the wire. It was noted that wires were put back into patient during replacement surgery and "everything was hooked back up." It was further noted that therapy was still not "working the way it was supposed to" and was "covering the areas it was supposed to and was covering the areas it was not supposed to." It was noted the patient was reprogrammed and it was also noted the physician did not do programming. It was unclear whether the patient had been programmed or not. Additional information reported that the cause of the event was lead misplacement. It was noted the issues was due to dislodgement/migration of the lead. It was noted that lead movement was confirmed by x-ray. The lead was replaced (B)(6) 2013 the patient did not require hospitalization due to the event and there was no injury to the patient.

Event description:
Additional information received reported that the patient would get a "painful jolt". It was stated that the patient that the patient went to the emergency room on (B)(6) 2013 "due to having a lap band". The patient stated she was "sick". The following day it was reported that the leads were "not within target". The next day it was reported that there was a medical device complication. Refer to manufacturer report # 3004209178-2013-07957 for information regarding an event after the revision surgery.

Manufacturer narrative:
(B)(4).